Event description:
It was reported that a lead was under sensing after the helix was extended. There was also difficulty retracting the helix. The lead was explanted and replaced.

Manufacturer narrative:
All info provided by MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Final analysis could not confirm under sensing. The lead showed no anomalies. The helix of the lead could be retracted and extended after it was cleaned.